Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one video for analysis. The video showed a 2-lumen PICC whilst inside the patient. Visual analysis revealed that the distal extension line was pinched/compressed adjacent to the pink luer hub. An imprint was visible at the kinking and appears angled. The customer report of a compressed extension line can be confirmed from the video; however, a complete visual inspection to evaluate the cause of the anomaly can be performed without a sample returned. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. Two findings were identified. Non-conformances were initiated to address the issue of a leaking extension line during use. Further analysis of these non-conformances revealed that the failure mode appears different than the issue reported; however, this cannot be verified without the sample returned for analysis. The IFU provided with the kit informs the user, "do not clamp extension line in close proximity of the extension line hub to reduce the risk of component damage". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the catheter wall did not rebound as expected after use. However, the patient remains safe with no adverse effects noted." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the catheter wall did not rebound as expected after use. However, the patient remains safe with no adverse effects noted." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn (B)(4).